Manufacturer narrative:
The customer was provided with a replacement glidescope avl video baton 3-4. The video baton was returned to verathon for evaluation. A verathon technical service representative connected the returned video baton to a test monitor, when the video baton cable was manipulated the image would cut out. As there are no repairs available for the video baton and the customer received a replacement, the video baton was scrapped. Corrective action is not required at this time.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would intermittently cut out when bending the baton cable. Reportedly a backup avl video baton 3-4 was used to complete the procedure; however, the length of the delay while preparing the backup device was not reported. No harm to patient or user was reported.